Manufacturer narrative:
Note: several attempts were made to acquire additional information, such as injuries or device experiences, about this report. No additional information was provided from the foregin facility. The decision was made to report this event despite the lack of information.

Event description:
Procedure: gastrectomy. Reportedly, during use, the device gave continual alarms. When the device was applied to tissue, the facility indicates a sealing sound was made, but the tissue was not "coagulated properly." There was no injury reported. Note: several attempts were made to acquire additional information, such as injuries or device experiences, about this report. No additional information was provided from the foreign facility. The decision was made to report this event despite the lack of information.